Manufacturer narrative:
(B)(4) - anti-backup failure the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device it was noted that one conforming clip was under the tip of the advancer thus the clips could not be fed properly. Upon removal of the clip found under the tip of the advancer, 8 conforming clips and 1 partially formed clips were fed due to the antibackup feature was non-functional and then, it locked out as intended. It could not be determined what may have caused the clip jammed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device jammed and would not work. There were three clips in the end of the device. It was not reported how the procedure was completed. No patient impact reported.